Manufacturer narrative:
Upon visual inspection the screw has fractured with only small particles remaining stuck inside of the implant. The remaining portion of the screw has not been returned for review. The internal hex of the implant has been stripped, potentially from customer attempts to remove the screw. White debris remained on the external surface of the implant. No lot number was provided for the screw therefore the device history record could not be reviewed. However, a review of the implant device history record was performed and it did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The dentist reported the abutment screw fractured and the implant was removed. The patient is fine and a new implant has been placed. The patient sustained no permanent or on-going impairment or medical conditions.